Event description:
Rptr stated that everything started when she got her silicone breast implant in 1974. She later developed rashes and was pregnant at the time. The dr told her that she was allergic to a new detergent. She found out later that she wasn't allergic to it. Rptr stated that she developed pneumonia, bronchitis, and very frequent colds. The first time she developed bronchitis was in 1979. In 1992, she had the silicone implants explanted and since then she has not experienced pneumonia or bronchitis and has very few colds. When her implants were removed, her breasts were "rockhard." She experienced fatigue for years, hair loss and joint pain. She was not able to lie down on her side because her shoulder hurt so bad. She could only lie down on her back. She was diagnosed with scleroderma. She has no doubt that her problems were caused by the silicone. According to hosp surgical pathology report the implants were grossly ruptured with a large tear. The capsule consists of a thin membranous tissue which is focally thickened into white to yellow fibrotic patches. In addition, there is some attached adipose tissue along with focal areas. The periphery consists of chalky green to white inorganic material. (Also see 1008494)